Event description:
After one month of implantation, this lead was explanted due to an infection.

Event description:
After one month of implantation, this lead was explanted due to an infection.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending.since the lead was not returned, the production history and sterilization records were reviewed. The records showed the lead was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.